Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was during breast biopsy procedure adequate samples were not obtained. The probe was replaced and the case was completed with no pt consequence.